Event description:
Boston scientific received information that during a follow up it was noted that the lead safety switch was triggered due to out of range pacing impedances on the right atrial lead. No sensing or capture was noted. A revision procedure has been planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided by the field representative noted that no revision has been performed and the device was reprogrammed. The lead remains implanted.